Event description:
The nurse reported to our sales rep that it was observed during a surgery that the carbon area of the target device was cracked. The surgeon could complete the surgery without any delay or consequences.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.